Event description:
Patient came in for fitting of a new lens and at that time she told doctor her old lens broke in her eye. She did not state when this happened, just gave the doctor the pieces that she had and the doctor examined her eye. No injury was found and the doctor's office doubts this actually ocurred in pt's eye.